Event description:
Perfusion team responded due to impella alarm for high purge pressure (1098). Team followed corrective procedures as indicated by company. Purge cassette changed and was working properly. Purge pressure came down but still found to be high. Perfusion team responded a second time when the main pump stopped. Team performed several hard resets on the device, but could not get pump to return to normal function. Cardiologist notified and determined best course of action was to replace device. Patient take to cath lab for impella exchange which was successful. Team believes that the pump motor seized due to particulate matter.